Event description:
The hcp reported that the pump was explanted due to infection. The patient presented with increased abdominal pain which was thought to be postop pain. The patient was started on oral antibiotics and the device was explanted the following week. The primary source of the infection was the device pocket; staph was isolated in culture. The patient did not have meningitis and did not experience drug withdrawal. She was receiving dilaudid 2 mg/ml at a rate of 0.6 mg/day via the pump. The infection has resolved. The hcp will consider reimplantation after healing is complete.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.